Event description:
It was reported via repair work order that the nurse call board and motor control board was burnt out. It was also reported that the scale cpu board was malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.